Event description:
It was reported that a transmitter battery issue occurred. User was not within the age requirement, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4). This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.